Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plum set where the reporter stated that they had another leaking. There were no reported patient involvement and harm.